Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1888tc-46, competitor lead, implanted: (B)(6) 2009; 5867-3m, adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was noise and three nst (non-sustained tachycardia) episodes showing oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).